Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown. Product type software. Product ID hh9020tdd. Serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that the lockout time was not right and the screen was getting stuck at 90%. Patient stated that they need to reset the application in order for the lockout time to appear correctly. Agent reviewed data and assisted patient deleting data. Patient was able to connect to pump without lag at 90% and confirmed that the lockout time is correct. Agent had patient monitor and call back if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported every time they request a bolus the handset lags at 90%. The agent on the call reviewed data and assisted the patient in deleting the data. The patient was able to connect to the handset with no lag. The patient mentioned they believed they had called before about the lag at 90%. The patient will call back if they need further assistance.